Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during the procedure. It was reported that during a right internal carotid artery angioplasty and stenting procedure, after balloon inflation, the patient experienced a stroke, consisting of left sided weakness and slurred speech. Levophed was started due to hypotension and the patient was transferred to the ICU. A neurology consult was obtained. Fourteen days later, the patient was transferred to a rehabilitation facility and her condition has been reported as improved and continuing. Although requested, there is no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not provided any findings relevant to this report. The xact stent part number 82092-01, lot number 384973, reference is being filed under a different manufacture report number.